Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/company combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the trailing haptic was broken. The lens was cut out of patient's eye and another lens implanted during initial procedure. The procedure was completed on same day. Additional information has been requested.